Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated, and the reported device causing damage to another device appears to be related to user technique of positioning the clip during the procedure. It should be noted that the mitraclip instructions for use states that the mitraclip system is intended for reconstruction of the insufficient mitral valve. The device was used for treatment of the tricuspid valve which is considered an off-label use of the device; however, the off-label use did not likely influence the event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the device damaged another device. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4, with an enlarged right atrium (ra). The first xtr clip delivery system (cds 80531u157) was advanced to the tricuspid valve, and the clip was deployed on the anterior septal leaflets. The second xtr cds (80521u168) was advanced to the tricuspid valve and there was interaction with the first implanted clip. The second clip was deployed; however, the first clip detached from the anterior leaflet, and remained attached to the septal leaflet (slda). A third clip was deployed on the anterior posterior leaflets to stabilize the sdla clip. Three clips were implanted, reducing tr to 3. No additional information was provided.